Manufacturer narrative:
The device with the lens was returned inside the carton. The plunger lock and lens stop have been removed. The plunger was oriented correctly. Viscoelastic was dried in the device. The plunger has advanced the lens to mid-nozzle. The plunger was correctly contacting the trailing optic edge. The leading haptic was straight. The trailing haptic was folded onto the anterior optic surface. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. A qualified viscoelastic was used. A straight leading haptic was observed. The plunger, lens and haptic positions were acceptable. The leading haptic was straight. Straight leading haptics are not a product malfunction. This is an acceptable position per the diagrams provided in the IFU. A straight leading haptic may occur: due to the normal folding variations as indicated in the IFU diagrams. If the initial plunger advancement is faster than the recommended target, the leading haptic may be forced past the internal folding feature. If there is excessive delay between the device preparation and subsequent delivery the leading haptic may start to unfold. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement or contribute to incorrect haptic folding. Any of the above listed causes alone, or in combination, may create the reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the haptic was not folded well during setup. Additional information has been requested but is not available at the time of this report.